Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) since (B)(6) 2014. There was no reported falls, trauma, or other events associated with this event. After synchronizing the programmer unit to the ins it was determined that the therapy was on and that the patient was able increase the stimulation from 6.1 to 7.5 but still did not feel it (the patient stated that they were normally at 6.7). It was attempted to change to a different program but the patient did not see any other programs available. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0khg5, implanted: (B)(6) 2014. Product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).